Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that there is an extreme break in the handle.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: broken handle the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes are improper sterilization methods, excessive force applied by user, use error - attempting to manipulate, cut, resect improper materials or excessive tissue. The reported failure mode will be monitored for future reoccurrence. Mfg date: 10/07/2015. Gtin: (B)(4).

Event description:
It was reported that there is an extreme break in the handle.